Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, customer was using fiasp insulin with the pump. Tandem technical support educated customer that fiasp insulin is off-label per the user guide. The customer experienced a blood glucose (bg) level ¿in the 600s¿ mg/dl and a manual correction injection was administered to address the elevated bg. The customer reverted to an alternate method of insulin therapy.